Event description:
It was reported that customer saw continuous glucose monitor error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, did not see the error again afterward, and successfully started new sensor session.